Event description:
The consumer reported using the product for four hrs on her arm. When the patch was removed, the consumer described a burn, blistering and discoloration in the area worn which took three to four weeks to heal. The consumer initially treated the area with ice and otc burn ointment. The consumer consulted with her doctor a few days later who prescribed burn ointment and special dressings. (B)(4).

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.